Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between (B)(6) 2019, and (B)(6) 2023. D10. Liner freedom standard face all poly acetabular constrain hip item# unknown lot# unknown. Zimmer biomet freedom head item# unknown lot# unknown. Screw trilogy item# unknown lot# unknown. Cement: stryker item# unknown lot# unknown. G2. Report source. Literature: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection : is a 1.5-stage exchange equivalent? Bone joint j. 2025 jun 1;107-b(6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. Pmid: 40449559. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
On 21-aug-2025, a journal article was retrieved from the bone & joint journal (2025) that reported a retrospective study from the united states. The purpose of the study was to compare survivorship and outcomes as well as re-revision predictability of 1.5- vs. 2-stage hip revisions. The study reviewed 73 patients/hips separated into 2 groups; 1.5-stage (43 patients) and 2-stage (30 patients). All cases were performed at the cleveland clinic florida between march 2019 and may 2023. The 1.5 stage approach utilized a zimmer biomet freedom liner cemented directly onto the acetabular bone with an uncemented conical diaphyseal stem wagner (39) or arcos (4) covered with antibiotic-eluding cement between the splines. The 2-stage approach used a regular cemented liner with a customized spacer or a regular anatomical stem covered with cement with zimmer biomet cpt (9), zimmer biomet stage one (2), zimmer biomet versys heritage system (1), depuy prostalac (17), or a stryker omnifit (1). The study population had a mean age of 64.55 years at time of surgery (range 36-91 years) with 44 males and 29 females. The mean length of follow-up for the 1.5-stage group was 317 days (range, 23-1,342 days), and a mean length of follow-up for the 2-stage group was 650 days (range, 81-1,620 days). The study reported a patient in the 1.5-stage group demonstrated loosening of implants at the latest follow-up. Diligence is completed and no further information on the reported event has been provided.